Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that shaft break occurred in a segment that cannot enter the patient's body. The target lesion was located in the heavily calcified left main artery. A 2.50x24mm promus premier¿ stent was advanced to the lesion however the shaft broke approximately 3cm from the hub. The whole part of the device was able to be retrieved by pulling both segments of the shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed that the hypotube broke at a point that could potentially enter the patient.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found no issue with the profile of the tip. No issues were noted with the profile of the stent. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. The hypotube was broken 235mm distal to the strain relief. There was evidence of material resistance at the break site. A visual and tactile examination found that the hypotube was kinked adjacent to the break site. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The analysis did not identify any issue with the profile of the device which could have contributed to the complaint incident. Based on the analysis, there is no evidence that the device failed to meet specification prior to shipping. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).